Manufacturer narrative:
Reported event of stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on december 15, 2016 that an ultraflex¿ tracheobronchial stent was to be used during a bronchoscopy procedure performed on (B)(6) 2016. During the procedure, the stent was attempted to be deployed; however, once the stent was one third deployed the stent was no longer able to be released. There was no visible damage to the device. The ultraflex¿ tracheobronchial stent was removed from the patient partially deployed and the procedure was completed with another 14x30 ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a partially deployed ultraflex tracheobronchial and delivery system was returned for analysis. Visual examination of the returned device found that the device shaft was kinked. The stent was able to be deployed as received. The investigation concluded that the cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex¿ tracheobronchial stent was to be used during a bronchoscopy procedure performed on (B)(6) 2016. During the procedure, the stent was attempted to be deployed; however, once the stent was one third deployed the stent was no longer able to be released. There was no visible damage to the device. The ultraflex¿ tracheobronchial stent was removed from the patient partially deployed and the procedure was completed with another 14x30 ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.